Event description:
Event description guidant received information that this patient had high impedance and threshold measurements on their left ventricular implantable lead, and dislodgement was suspected. An attempt was made to replace this lead, while maintaining the placement of the original lead. However, during the procedure, a guidewire perforated the patient's vessel and the physician decided to abandon the procedure and accept the high threshold measurements of the original lead.